Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings:during investigation, the up arrow, down arrow, and ok keypad buttons were under responsive. Visible moisture was found on the display. A leak test was performed and failed due to a leak around the display lens. The keypad was removed to find no damage to the button contacts or keypad flex cable. The pump was opened to find heavy moisture on the printed circuit board. No moisture was found in the battery compartment.